Event description:
A female patient with a history of non-ischemic cardiomyopathy had a biventricular assist device (bivad) placed as destination therapy several years ago. The patient was transferred from an outside hospital with fevers and lethargy and found to have bacteremia and left driveline site infection. The patient's implantable cardioverter defibrillator (ICD) was extracted a few days ago. The patient has developed hypoxemic respiratory distress requiring continuous positive airway pressure (CPAP) and ongoing fevers despite diuresis. The source of the respiratory distress is unclear. The patient continues to have ongoing left sided driveline exit site tenderness on exam.